Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced for noise oversensing. It was also reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible fracture as evidenced by noise and an elevated sensing integrity counter (sic) count. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.